Event description:
This complaint is being reported as a malfunction due to the alleged intermittent power issue. Reportedly, there was 3 incident of a pump reboot during the past week. The pump showed the verification screen and the patient was required to go through the rewind, load, and prime process. During troubleshooting, the patient's mother admitted the battery cap is secure on the pump but was not tight enough for the yellow o ring to not to show. The animas representative explained the importance to replace the battery cap every 3 months. The issue was resolved with training. There was no blood glucose excursion associated with the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current data range does not cover the complaint day due to continued customer use. One unexplained power reboot was observed in the current data range. Investigation found that the battery compartment was intact and the battery cap contact measurements were within specifications. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no internal issues were found. The investigation was unable to duplicate the reported power issue.